Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot#serial#: (B)(6), product type: accessory, product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown morphine (unknown concentration and dose) via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient stated they had intermittent difficulties connecting to the pump. The patient stated 'sometimes the phone won't pick it up at all. Or sometimes it's like it'll pick up the pump until 91%, and it doesn't matter if I giggle it or anything.' The patient mentioned they had to try twice before it went through. Troubleshooting determined that the bluetooth connection was timing out due to patient turning on handset and communicator simultaneously. The manufacturer's patient services specialist (pss) reviewed and the patient was able to connect well. When pss inquired event date, the pt stated 'it really started getting bad about 6 months ago.'